Event description:
Report rec'd that the hemi-walker broke at the rivet hole on the handle where the handle attaches to the crossbrace and legs. When the handle broke, the user fell forward onto the floor. She was bruised but did not require medical attention and did not receive any significant injuries. The user is reported to be of "average size". No additional information was available.

Manufacturer narrative:
The device has been rec'd. Testing is not complete. Once a full evaluation has been completed, a follow-up medwatch will be submitted.